Manufacturer narrative:
Concomitant product: 7425 pain stim ipg; 3888-28 pain stim lead; 7495-51 neuro extension, implanted: (B)(6) 1996.

Event description:
It was reported that the patient presented to the emergency room with palpitation and weakness. A transmission observed the right atrial (ra) lead with suspected undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.